Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The rep reported that the patient was at end of service (eos). The rep reported that during interrogation, electrode seven showed high impedances. The rep reported that the doctor was notified and he would replace the device per standard replacement, as the electrode that had high impedances wasn¿t used. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn¿t determined. No further actions/interventions were taken to resolve the high impedances. The high impedances weren¿t resolved. No further complications were reported.